Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast and ok keypad buttons respond appropriately when pressed. The up and down arrow keypad buttons had intermittent response when pressed. All of the keypad buttons had normal spring back or click. The keypad cover was removed to investigate and revealed contamination under the contacts of all the buttons.

Event description:
Reporter contacted lifescan alleged that the up and down arrow is not responding. The ok button is responding as usual. Reporter denies getting pump wet or trauma to pump. The buttons started responding intermittently a few days ago. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.